Event description:
The customer reported a 90008 defib test failure during testing. There was no reported pt involvement.

Manufacturer narrative:
The customer reported a 90008 defib test failure during testing. There was no reported pt involvement. The customer confirmed the failure with multiple paddle sets and a test load. Philips recommended the replacement of the control pca and paddle tray clips. As of 06/25/2010, the customer has not called back concerning this device. We are not able to determine the cause of the failure. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.